Event description:
It was reported that the handpiece began overheating during a wisdom teeth extraction procedure. There was no reported patient or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was problems was worn bearings, which were replaced along with the nose cone, bearing stop, and other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.